Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a smudge was noticed on a zcb00 22.5 diopter intraocular lens after being inserted into the patient's right eye. Therefore, the lens was removed and replaced with the same model and diopter lens. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, the patient is doing well. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, device returned to manufacturer on: 4/15/2019. Device returned to manufacturer: yes. Device evaluation: the returning product was received at the manufacturing site, in the original packaging and lens case. A visual inspection was performed using 10x magnification. The lens returned was only a half of the lens. Viscoelastic residue was observed in the piece of the returned lens. The complaint issue could not be verified. Due to the condition of the lens and lack of information provided; a product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.